Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2020. It was reported the trial patient had a breathing tube during the procedure which left them with a sore throat. No diagnostics/troubleshooting was performed and no interventions/actions were taken. The issue was not resolved at the time of the report. They were advised to contact their clinician with questions regarding medical advice or if they had questions about their health. Additional information was received from the patient. They reported that they had to go back in to have their leads replaced and now that the leads had been replaced, the therapy was going better.